Event description:
It was reported that the patient underwent a sling procedure during 2003. Post operatively the patient experienced repeated urinary tract symptoms and was ultimately found to have approximately 2 cm of mesh exposed in the bladder. The physician performed a cystoscopic removal of the tape using sharp excision.